Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and pacing inhibition on a specific atrial tachy response (atr) episode approximately one (1) year ago. There was no asystole greater than two (2) seconds observed on the associated episode electrogram (egm). Also, the lead was noted to have recently exhibited a first high out of range pace impedance measurement greater than 2500 ohms. It was noted that this patient is already being observed more closely and on an increased monthly follow-up frequency. Boston scientific technical services provided guidance to the healthcare provider to continue the intensified monitoring and consider performing a ra lead revision sooner if the patient exhibits symptoms but otherwise, consider performing the lead revision at the same time as the implantable cardioverter defibrillator (ICD) device replacement procedure, since the device only has one and a half years of battery capacity remaining. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and pacing inhibition on a specific atrial tachy response (atr) episode approximately one (1) year ago. There was no asystole greater than two (2) seconds observed on the associated episode electrogram (egm). Also, the lead was noted to have recently exhibited a first high out of range pace impedance measurement greater than 2500 ohms. It was noted that this patient is already being observed more closely and on an increased monthly follow-up frequency. Boston scientific technical services provided guidance to the healthcare provider to continue the intensified monitoring and consider performing a ra lead revision sooner if the patient exhibits symptoms but otherwise, consider performing the lead revision at the same time as the implantable cardioverter defibrillator (ICD) device replacement procedure, since the device only has one and a half years of battery capacity remaining. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. The ra lead was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and pacing inhibition on a specific atrial tachy response (atr) episode approximately one (1) year ago. There was no asystole greater than two (2) seconds observed on the associated episode electrogram (egm). Also, the lead was noted to have recently exhibited a first high out of range pace impedance measurement greater than 2500 ohms. It was noted that this patient is already being observed more closely and on an increased monthly follow-up frequency. Boston scientific technical services provided guidance to the healthcare provider to continue the intensified monitoring and consider performing a ra lead revision sooner if the patient exhibits symptoms but otherwise, consider performing the lead revision at the same time as the implantable cardioverter defibrillator (ICD) device replacement procedure, since the device only has one and a half years of battery capacity remaining. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. The ra lead was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 100 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.